Event description:
Customer's son reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 321 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime. Insulin pump alarmed no delivery. Insulin did not exit with plunger push. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was able to resolve no delivery with set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.